Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat an elevated blood glucose level of 400 mg/dl. Reportedly, a correction bolus was administered via the pump, with no change to bg. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin. Customer was released 30 hours later with issues resolved. Reportedly, the customer has since met with endocrinologist stating the pump and settings are working as intended.